Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the coil impedance measurements were fluctuating and high on the right ventricular lead. The lead remains in use though removal of the system in the near future was discussed. No patient complications have been reported as a result of this event.